Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause of the device evaluation finding of forceps cover glue peeling was an application of an external force during transport, storage, use, cleaning etc. (I.e., user handling). As stated in the instructions for use, as a preventive measure, "warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.".

Event description:
The user facility reported that there have been no reports of patient infection and/or injury associated with the subject scope and the problem of forceps cover glue peeling, found by olympus during evaluation of the returned subject scope.

Manufacturer narrative:
The device was evaluated by olympus and it was determined the forceps cover glue was peeling, attributable to a shock caused by dropping and knocking the endoscope to a hard surface or object (handling issue).

Event description:
A user facility returned an olympus, gf-uct180, ultrasound gastrovideoscope to olympus for repair due to a reported issue of "perforation of the channel." Upon evaluation of the returned device, it was found that the forceps cover glue was peeling. There was no patient injury or harm, associated with the problem, reported to olympus.